Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced post-op complication necrosis. Medical affairs has assessed the patient¿s postoperative course as not-serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Not returned.

Event description:
Per clinical trial (b(4): on (B)(6) 2018, patient underwent bilateral mastopexy; inferior pedicle, using a full vertical and horizontal t incision. 2 pieces of galashape (galaflex 3d) were used. Concomitant procedure was vaser assisted liposuction to posterior hips and lateral thighs. On (B)(6) 2018, left breast necrosis was reported. ¿probably tiny left breast fat necrosis¿. No action was taken. Resolved without sequelae on (B)(6) 2019. Review by medical affairs identifies the reported necrosis is likely related to the device and not serious.